Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number (B)(6).

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ defibrillator had failed from out of the box. There was no reported patient involvement.